Manufacturer narrative:
D10: 02-010-03-0350 - logic cr femoral cem, right, sz 5; 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t; 02-012-49-5013 - logic cr tib insert slope++, sz 5, 13mm; 02-012-51-5013 - logic tib insert impl crc, sz 5, 13mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00096. The revision reported was likely the result of tibial insert prosthesis wear, which was confirmed by the provided images, or instability. Additionally, the sequence of events as related to the reported wear and instability cannot be confirmed and the contributions of each to the reported event cannot be determined. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately six years post initial right tka, the 67 y/o patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a poly insert swap and patella implant swap. It was noted that the patient had extensive synovitis due to poly wear debris that required a synovectomy. Bone loss behind the lateral posterior/distal condyle required bone graft substitute. There was no breakage of device of surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code.